Manufacturer narrative:
Technical support advised the account that the knee limit will affect the trend function. Repairs have not been completed.

Event description:
The account alleged the bed will not go into trendelenburg. He believes the knee drive is causing the problem.